Event description:
It was reported that on an unknown date while turning over sets, I noticed two depth gauges had issues. The 3.5 depth gauge had issues with the nut screwing on all the way and the 1.3/1.5 depth gauge was very rough while sliding. There was no patient involvement. This report is for one depth gauge for small screws for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date e1: initial reporter is j&j company representative. H3, h4, h6 investigation summary service and repair evaluation: the customer reported that the 319.09, depth gauge for small screws had issues with the nut screwing on all the way. The repair technician reported the device required lubrication. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 07-september-2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part # 319.09; synthes lot # 31839829; supplier lot # 9761344; release to warehouse date # 09 mar 2016; supplier # (b(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.